Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. Inspection of the equipment noted that a back panel screw was pinching the wire harness that goes to the lower light, severing the wire and grounding out the lower and upper light bars. The task light switch assembly, task light printed circuit boards, lower task light harness, and door switch were replaced.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure when the auxiliary light was turned on. There was no reported patient injury.